Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker device reached elective replacement indicator (eri) earlier than expected. During the previous routine follow up, the device showed 2.5 years remaining longevity. Moreover, the patient was in ventricular tachycardia (vt) and experienced light headedness additional information obtained from the field which indicated that the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.